Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the papilla on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 3 minutes into the procedure. The scope was disconnected from the controller and reconnected; however, there was still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction - block d4 (catalog number): corrected from 1759-02 to 4661. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. The returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board assembly (pcba). The camera wire was noted as suspicious in the breakout region. It was noted that the wires or through-silicon vias (tsvs) appeared to have residue present, possibly from fluid ingress or corrosion. The handle was opened and the components within were visually inspected. The camera wire jacket covering the camera wires in the region of the breakout was damaged and the camera wire was exposed. The wires were separated from the ribbon and wrapped around the steering wires. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is underway to address visualization issues due to camera wire damage or jacket damage in the breakout region in the handle. Based on all gathered information, the most probable cause selected for the visualization issue due to camera wire or jacket damage in the breakout region is cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the papilla on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 3 minutes into the procedure. The scope was disconnected from the controller and reconnected; however, there was still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.